Event description:
It was reported that the o-rings from the reservoirs were damaged and insulin was leaking into the reservoir compartment. Advised that the customer should not squeeze the o-rings too tight, as this can damage them. It was also stated that the o-rings have fallen off the plunger completely. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.